Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake casters to repair the stretcher.

Event description:
Information received indicates the brakes were setting but the casters would swivel when pushed from the side.